Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "the first clip was loaded in a diagonal condition during use. The user tried to load the second clip and after, but the same issue occurred to all the clips - none of them was loaded properly. Therefore, another unit was used to complete the procedure. No clip fell/remained in the patient and no injury to the patient occurred".

Event description:
It was reported that "the first clip was loaded in a diagonal condition during use. The user tried to load the second clip and after, but the same issue occurred to all the clips - none of them was loaded properly. Therefore, another unit was used to complete the procedure. No clip fell/remained in the patient and no injury to the patient occurred".

Manufacturer narrative:
Qn# (B)(4). The customer returned one unit of ae05ml auto endo5 ml for investigation. The returned sample was visually examined without magnification. The trigger was returned partially engaged and the jaws were closed with a protective cover around the jaws. The cover was re moved, and no clip was in the jaws, but a clip remained in the box and the feeder was engaged and in the forward position, indicating feeder bypass had occurred. No other defects or anomalies were observed on the device. There was no biological material observed o n the device. The reported complaint of "clip(s) not loading properly" was confirmed based upon the sample received. The device was returned with the trigger partially engaged, but no clip loaded in the jaws. Functional testing was performed and upon actuating the trigger, the clip failed to properly load into the jaws. The pierced boss's failed to engage with the jaws resulting in a clip misload. The clip was removed and the applicator was fired again and the same failed clip loading was observed. 2 clips were found to be remaining in the device, indicating the customer fired 13 clips. The device was disassembled and the trigger ears were still intact and the corrects amount of grease was seen on the trigger ears and ratchet. Stress marks were observed at the end of the yoke. The knob assembly was correctly assembled, and no damage was observed. During the disassembly the feeder was pushed forward, out of the jaws while the yoke and spring were disconnected. The feeder tip was observed to be slightly bent at a flatter angle. A scratch was observed on the inside of the channel. R & d was consulted about the defects observed in this device. R & d concluded that the misloading of the clips was due to rebound failure. The rebound failure was also the most likely cause of the feeder tip damage. Rebound failure can be caused by excessive heat exposure, improper storage conditions or material defects. The cause of this rebounding failure could not be conclusively determined. A DHR review was performed with no evidence to suggest a manufacturing related cause. Teleflex will continue to monitor and trend on complaints of this nature.